Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The allegation of the patient receiving stimulation on non-target area was not confirmed. The device revealed normal device characteristics. Hence, the probable cause selected for this complaint is no problem detected.

Event description:
It was reported that the patient was experiencing inadequate stimulation and undesired stimulation on a non target area. The patient underwent an ipg explant procedure and the device was returned for analysis.